Event description:
It was reported during a transcatheter aortic valve replacement procedure, a pre-implant balloon dilation was performed using a 24mm non-medtronic (vacs) balloon. The delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the heart. During the attempted deployment, to the point of no recapture, the valve frame did not expand as expected. The dcs was used to recapture the valve and a second deployment attempt was made. However, once again, as the valve was deployed to the point of no recapture and the valve frame did not expand as expected. The valve was recaptured and the dcs was withdrawn from the patient. A new valve was loaded onto a new dcs, inserted into the patient, and navigated to the heart. During deployment, the valve frame was compressed and not expanded as expected. A decision was made to fully deploy the valve. A post-implant balloon dilation was performed using the same 24mm non-medtronic (vacs) balloon with a good result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: medtronic product ID: evproplus-29, serial#: (B)(6) UDI#: (B)(4); ubd: 2026-09-13. Medtronic product ID: d-evprop23-29, lot#: 0012414841; UDI#: (B)(4); ubd: 2026-08-26 non-medtronic product ID: 24mm vacs dilatation balloon, lot #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway rpa lab loaded inside the delivery system. The valve was then deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar submerged in cloudy 0.2% glutaraldehyde solution. The original jar was not returned; therefore, an assessment to evaluate the allegation of ¿jar, difficult to open¿ or ¿jar, other¿ could not be performed. As received, all leaflets were in partially closed position with a gap between the free margins. All leaflets were stiff yet slightly flexible. Leaflets exhibited severe creases and imprints; conditions possibly associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures appeared intact. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow aspect showing a small crown overlap. The valve was submerged in a warm saline bath. The frame expanded; however, appeared to retain a compressed state (fig. 5). This may possibly be associated with the valve being in the loaded position, inside the delivery system, for an unknown duration of time. No damages such as bends or kinks were observed on the frame. Due to the received condition of the valve, a loading and deployment simulations could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.